Manufacturer narrative:
G1 manufacturing facility - the device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location of the patient line of the homechoice cassette and loose connection between the supply line of the homechoice cassette and the supply bag were reported, which is known to cause this alarm. The cause of the leak and loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location of the patient line of the homechoice cassette and loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services assisted the patient with ending the therapy session and removing the supplies. Rts advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.